Event description:
A customer contacted beckman coulter inc (bci) stating that a reagent pack was received leaking. No injury was reported.

Manufacturer narrative:
No additional information is available.